Event description:
The customer reported that while using a forcetriad generator during a procedure, the patient received a burn on their back. The degree of burn is not currently known. Additional questions in regard to the incident have been asked

Manufacturer narrative:
The incident unit has been received and is under evaluation. When the unit evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The unit was returned and nothing was found that would have caused or contributed to the reported event. The investigation included testing for functionality, safety, output powers and calibration.